Event description:
It was reported that dissection occurred requiring intervention. On (B)(6) 2022, the subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the clinical trial. The target lesion #001 was in the right mid popliteal artery and right distal popliteal artery with 3 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis was classified as tasc ii d lesion. Prior to target lesion treatment, pre-dilation was performed using 4 mm x 150 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 4 mm x 150 mm ranger drug coated balloon. Post-treatment, 6 mm x 80 mm zilver drug eluting ptx stent was placed, and the final residual stenosis was noted to be 30%. On the same day of index procedure, during the treatment of target lesion #001, dissection of grade d was noted in the target lesion due to 4 mm x 150 mm sterling pta balloon. A non-boston scientific stent was placed, and the complication of dissection was resolved. On (B)(6) 2022, subject was discharged from the hospital. It was further reported that on (B)(6) 2022, during index procedure, flow limiting dissection of grade d was noted in the right distal superficial femoral artery and right proximal popliteal artery (non-target lesion).

Manufacturer narrative:
Patient identifier: (B)(6) - the subject is 81 years old at the time of enrollment. E1: initial reporter facility name: (B)(6). B5: describe event or problem: updated detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Manufacturer narrative:
Patient identifier: (B)(6) - the subject is 81 years old at the time of enrollment. E1: initial reporter facility name: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported that dissection occurred requiring intervention. On (B)(6) 2022, the subject underwent treatment with the ranger drug coated balloon on (B)(6) 2022 as a part of the clinical trial. The target lesion #001 was in the right mid popliteal artery and right distal popliteal artery with 3 mm proximal reference vessel diameter and 3 mm distal reference vessel diameter with lesion length of 100 mm and 100% stenosis was classified as tasc ii d lesion. Prior to target lesion treatment, pre-dilation was performed using 4 mm x 150 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 4 mm x 150 mm ranger drug coated balloon. Post-treatment, 6 mm x 80 mm zilver drug eluting ptx stent was placed, and the final residual stenosis was noted to be 30%. On the same day of index procedure, during the treatment of target lesion #001, dissection of grade d was noted in the target lesion due to 4 mm x 150 mm sterling pta balloon. A non-boston scientific stent was placed, and the complication of dissection was resolved. On (B)(6) 2022, subject was discharged from the hospital.